Event description:
On 06/18/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw fluid management dev was not regulating pressure. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data arthrex concluded that the most likely cause of the reported failure was user error, including improper device setting. The complaint allegation is not confirmed.